Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The device was returned to philips bench repair. During testing the technician identified the speaker unit sounded as if it was damaged. The technician replaced the speaker assembly. The intellivue multi measurement server x2 passed performance assurance tests. The device was operational after repairs were completed and was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
During testing of the device at philips bench repair the technician identified the speaker unit sounded as if it was damaged. The device was not in clinical use at time of event, no patient involvement.